Event description:
During the procedure the sp94-8379 tip broke off in the patient.  The doctor had to go back in the patient to retrieve the parts and everything is okay. Additional information (B)(6) 2013:according to  the facility during this routine laparoscopic appendectomy procedure the tip of the instrument broke off the insert and shaft into three pieces, one of which was only found after an x-ray of the patient was done. Apparently the surgeon had to go back into the abdominal cavity to retrieve the piece after they had closed.

Manufacturer narrative:
(B)(4).: the device was not returned for evaluation. If additional information becomes available a follow up submission will be sent.

Manufacturer narrative:
(B)(4): carefusion had a customer visit to the facility on (B)(6) 2013 after notification of this failure and a similar failure at centrastate involving (B)(4) raptor grasper under (B)(4). The actuation rod tip was broken off from the rod as described in the complaint. The broken rod piece, rod, pin, and jaw pieces were all accounted for. Visual examination of the device confirmed the reported failure. The sample was visually examined under 10 x magnifications. Machining marks were evident (od of rod). There were signs of heavy loading as the steel was deformed around the 0.034" diameter through-holes of the rod tip. Visually, the sample appeared to have failed in the same manner. Basic metrology was performed using a calibrated caliper. The following dimensions were found within specification on the unit: 0.100" rod radius, 0.074" tapered rod radius. The width of the forked-tip of the actuation rod was found to be undersized by 0.001" (0.022" vs. 0.023 - 0.027" limits). No root cause could be determined based on the visual and dimensional analyses performed. During the customer visit on (B)(6) 2013, the customer requested the return of their remaining inventory as a result of these failures. Carefusion then did an investigation on the representative samples returned by the facility. The customer failed samples show a fracture at the rod fork when previous testing shows failures occurring either at the link hole or the rod hole. In any event this investigation was unable to replicate the complaint failure modes. As part of this investigation samples were sent to stress engineering services for further rod failure analysis report. The testing results on the customer units were consistent with previous testing - it took overstress conditions (large metal gage pins, extreme manual force, etc...) To get the single action jaw components to break at the link or rod hole. The complaint failure modes could not be replicated during this investigation. Although the complaint sample was not returned a lot number was provided. A review of the device history record of the lot number provided did not indicate any issues that would have contributed to the reported failure. A review of the complaint system was performed over the last year for this instrument. There has been no other reported complaint for this product code for this issue. The customer did file another similar complaint (B)(4) under a different product code for this failure mode. The reported issue will continue to be trended and evaluated.